Event description:
It was reported that a patient underwent a c5-c6-c7 acdf using the cervical plating system. Approximately 7 years post-op, the patient was seen by her physician for neck pain. Radiographic imaging showed breakage of the right c7 screw with screw back out, solid fusion of c5-c6, and lucency/non-union of c6-c7. Reportedly, the backed-out screw impinged upon the tissues of the patient's esophagus. Thirteen days after the diagnosis, the patient underwent a revision surgery to remove the anterior cervical plating at c5-c7 and the fractured screw.

Manufacturer narrative:
(B) (4). A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. Evaluation of the returned device revealed a quasi-brittle fracture surface, indicative of fatigue. The lock screw and washer associated with this screw were not returned. We are unable to determine the cause of the reported event based on the available information.